Event description:
It was reported that the patient presented with a broken screw inside of the implant at tooth site #31. The broken screw was unable to be removed from the implant; therefore the implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.